Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open irritation on the patient's chest. The patient was prescribed an antibiotic pill, a yeast infection pill, and a topical antibiotic cream for the irritation by the patient's doctor. The patient ended use of the device due to an improved ejection fraction. There is no indication of a device malfunction. The patient's rash improved with the use of the cream.